Manufacturer narrative:
The reported malfunction could not be duplicated. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The bridge board and hv module were replaced as precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self testing. Complainant indicated that there was no pt involvement in the reported malfunction.